Manufacturer narrative:
Heartsine's investigation of the device confirmed the reported fault. Upon receipt, with a test pad-pak installed, the device could not be powered on, and all instruction leds were lit, alongside a flashing red status indicator and failure chirp, as per the reported fault. This fault was attributed to a failure of the microprocessor (u25). The fault could not be replicated after replacing the microprocessor. The device was scrapped by heartsine and the customer was provided with a replacement device.

Event description:
The customer contacted heartsine to report that their device illuminates all instructional leds at power on and does not issue any instructions. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
The customer contacted heartsine to report that their device illuminates all instructional leds at power on and does not issue any instructions. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.